Event description:
It was reported by the customer that on (B) (6) 2006 the a-port was implanted into a female patient via left subclavian. Her medical history is unknown. The catheter broke at the level of the costoclavicular ligament. On (B) (6) 2010, the ap-06250 was explanted. As a result, the surgeon installed a new device from districat. There were no reported consequences to the patient.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.